Manufacturer narrative:
Investigation into the event determined that the positively biased amon result was obtained as a result of user error. The customer had initially received an instrument code indicating the result was not reportable and outside of the reporting range. The customer performed a dilution that was not consistent with the dilution protocol in the vitros amon instructions for use. Amon quality control results were within expected ranges at the time of the event. User error is the root cause of this incident.

Event description:
A customer observed an elevated amon pt result on a vitros 250 analyzer. The sample was assayed on an alternate method for amon and a normal result was observed. The positively biased amon result was reported to the physician. A corrected report was generated and provided to the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.